Event description:
It was observed that during the device evaluation, the flex video scope exhibited clogged nozzle. There were no reports of patient involvement.

Manufacturer narrative:
The legal manufacturer's investigation is ongoing, this report will be supplemented when new and relevant information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: d5, b5, g2 (remove health professional and user facility), h6: (remove type of investigation - "4114 - device not returned") and h6: (component code is being corrected to "3092 - nozzle" and "525 - tube"). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Three attempts were performed to obtain additional information, but no response was received from the customer. Based on the results of the investigation and the information provided, the nature of the translucent foreign material inside the nozzle and the white foreign material in auxiliary water channel could not be determined. The material might not have been removed because the user may not perform reprocessing properly due to leakage from biopsy channel. However, the definitive root cause could not be determined. The event can be detected and prevented by following the instructions for use which state: instructions for use states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection instructions for use states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the flex video scope had translucent foreign material was residing inside the nozzle and white foreign material in auxiliary water channel.